Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she was having issues filling the tubing. The numbers did not appear on the screen. Insulin was squirting out at the end of the tubing during the manual prime process. Customer's blood glucose level was 600mg/dl. She treated her high blood glucose level with a syringe. Insulin continued to drip after letting go of the act button. An infusion set change resolved the issue. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.